Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer reported that they troubleshoot the unit and found that the main pcb board needs replacement.

Event description:
The customer reported device is giving xdcr fault, ckt disconnect, low volume alarms & not ventilating issues on the vela ventilator. The customer also reported that there was no patient involvement that was associated with the reported event.